Manufacturer narrative:
Investigation summary - there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd asepto¿ scalp infusion set was blocked in the extension tube while trying to infuse medication. The following information was provided by the initial reporter, translated from portuguese: "during the infusion of the product, the medicine did not reach the patient's bloodstream, which shows an obstruction in the passage of the liquid in the device's extension tube."